Event description:
In 2008, a pt was treated with a gore tag thoracic endoprosthesis in the distal aortic arch. The physician intentionally performed a coil embolization of the left subclavian artery and performed a left common carotid artery-left subclavian artery bypass. The physician performed repeated balloon manipulation to the device, in attempt to stop the persistent endoleak. The endoleak continued and so the physician simultaneously inflated a 30 mm hopkinton balloon and 25 mm maxi balloon, and stopped the endoleak. The pt suffered stroke, paralysis on the right side of the body, and aphasia after the procedure. As of 2008, the pt continues to suffer paralysis and aphasia, but is in stable condition. Pt is undergoing rehabilitation.

Manufacturer narrative:
Review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications.